Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced a hyperglycemia event with four infusion sets on (B)(6) 2026 due to an occlusion issue. The patient was treated with a correction bolus via the pump, the infusion set was replaced, and insulin delivery was successfully resumed. The infusion set had been in use for less than 24 hours. No further information available